Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline power faults. The event log captured driveline power faults starting at 08:02 which continued for the remainder of the log. The patient's modular cable and controller were exchanged. Related MFR: 2916596-2023-01879.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed via log file analysis. The log file captured driveline power fault alarm that was associated with a power b broken fault code. The alarm became active on (B)(6) 2023 and the system was unaffected. Additional information indicated modular cable (lot # 7482852) was exchanged regarding the alarm. Multiple attempts were made to obtain additional information from the customer regarding the resolution of the alarm and return status; however, no additional information was provided regarding the event. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. A root cause of the driveline power fault alarm could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.